Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl due to needing settings adjustments. During troubleshooting with tandem technical support, the customer corrected the time. The high bg was addressed with a bolus via the pump. The customer subsequently went to the emergency room (ER) and was later admitted to the hospital and then taken to the ICU. The reportedly, the customer had trace ketones which were identified as life threatening by healthcare professional. The customer was treated intravenously with fluids of saline and insulin. The customer was released from the hospital on (B)(6) 2021 with issue resolved.